Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's daughter reported customer was not able to test her blood glucose due to their freestyle meter will not turn on with strip insertion. Customer's daughter reported customer was experiencing symptoms of dizziness, lightheadedness and fell down. The customer's daughter states it is unknown if the customer lost consciousness. Customer's daughter called a doctor who instructed customer to take two glucose tablets to counteract her symptoms.